Manufacturer narrative:
(B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 417 mg/dl. The customer treated high blood glucose with injection. The insulin pump displayed power loss alarm. Customer was able to clear the alarm. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.